Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). Problem statement: customer reported complaint of pm (preventive maintenance) issues and of waste leakage, without bleach, not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05oct2019 to date 05oct2020. Complaint trend: this is the only complaint of pm issues and waste leakage within this date range. Date range from 05oct2019 to date 05oct2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file #338963-v96300618-900170486-08, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of this complaint could not be identified nor confirmed. A work order was created for escalation but was closed due to no customer response. Multiple attempts contact attempts were made but there was no answer. Although the initial complaint was waste leakage, users should be wearing proper ppe (personal protective equipment) when handling waste. Bd facscanto ii instructions for use (IFU), #23-20269-00, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. There is not enough information to conclude what caused a leak, however there was no report of anyone harmed or injured, and no medical treatment was given for exposure to waste. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: 01684113, case # (B)(4). Install date: 29dec2008. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - pm issues. Problem description: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - issues seen during pm wo-01618624. Work performed: n/a. Cause: n/a. Solution: n/a. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Item: 6. Waste . Function: 6.1 contain waste . Potential failure mode: 6.1.1 waste not contained. Potential effect(s) of failure: 6.1.1.1 biohazards . Potential cause(s) / mechanism(s) of failure: 6.1.1.1.1 pressure buildup. Current controls: vent on lid. Recommended actions: 1. Add filter 2. Pressure sensor for backpressure responsible party: n/a . Target completion date: n/a . Actions taken: n/a . Sev: 9 . Occ: 2 . Det: 1 . Rpn: 18. Item: 6. Waste . Function: 6.1 contain waste . Potential failure mode: 6.1.1 waste not contained. Potential effect(s) of failure: 6.1.1.1 biohazards . Potential cause(s) / mechanism(s) of failure: 6.1.1.1.2 waste container overflows. Current controls: level sensor. Recommended actions: n/a . Responsible party: n/a . Target completion date: n/a . Actions taken: n/a . Sev: 9 . Occ: 2 . Det: 1 . Rpn: 18. Item: 6. Waste . Function: 6.1 contain waste . Potential failure mode: 6.1.2 waste line not connected. Potential effect(s) of failure: 6.1.2.1 loss of sample . Potential cause(s) / mechanism(s) of failure: 6.1.2.1.1 disconnection causes backpressure . Current controls: vacuum error occurs. Recommended actions: none. Responsible party: n/a . Target completion date: n/a . Actions taken: n/a . Sev: 5 . Occ: 5. Det: 3 . Rpn: 75. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause could not be determined. Conclusion: based on the investigation results, the root cause of waste leakage, without bleach, not contained within the facscanto, could not be determined. There is not enough information to conclude what caused a leak. Although the complaint was escalated, there was not response from the customer and after several contact attempts the case was closed. There was no report of anyone harmed or injured, and no medical treatment was given to exposure to waste. The safety risk is low as there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that during use with a bd facscanto¿ ii the waste line was leaking outside of instrument. The following information was provided by the initial reporter: aspirator arm are having slow movement. Fse has cleaned and lubricated, the movement has improvet. Waste connector changed, old one was leaking. 1. Was the leak contained within the instrument? No . 2. Was the leak in a customer accessible location? Yes . 3. Was there spray of fluid under pressure? No . 4. What was the fluid that leaked? Waste . 5. What is the source of leak -- waste line or non-waste line? Waste-line . 6. Was the customer exposed to blood or bodily fluids?no . 7. Was there any physical harm to the customer as a result of the leak? No. 8. If waste leak kindly confirm whether it is mixed with bleach and decontaminated? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd facscanto¿ ii the waste line was leaking outside of instrument. The following information was provided by the initial reporter: aspirator arm are having slow movement. Fse has cleaned and lubricated, the movement has improvet. Waste connector changed, old one was leaking. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste-line. Was the customer exposed to blood or bodily fluids?no. Was there any physical harm to the customer as a result of the leak? No. If waste leak kindly confirm whether it is mixed with bleach and decontaminated? No.